Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The volume of the leak was 5 ml and was not contained within the instrument. Quality control material was running and was outside the acceptable range when the leak was noticed by customer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of gloves and a labcoat. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found that the drain line for the differential mixing chamber (vc240) was pinched. This caused the mix chamber to overflow and leak. The fse replaced the drain tubing and the instrument ran without any leaks. The beckman coulter (bec) internal identifier for this report is (B)(4).